Event description:
The customer reported being in the emergency room due to diabetes ketoacidosis and high blood glucose of 589mg/dl. The caller stated that he has been taking huge amounts of insulin and his blood glucose did not drop. The customer experienced nausea, vomiting, and was feeling sick. The caller mentioned that the device alarmed button error for the past two weeks. Troubleshooting was performed, and the drive support cap appears to be normal. Assisted the customer to run a manual prime test and the insulin did exit. Reviewed the alarm history and found several no delivery, button error, and motor error alarms. The caller mentioned that he has changed the infusion set two to three times along with the reservoir and has tried a new vile of insulin. The displacement test and self test were completed and passed. No further information was provided.

Manufacturer narrative:
The insulin pump passed functional test including displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm test. The insulin pump functioned properly. The insulin pump received with broken battery tube threads. Motor was tested outside the device and passed. No motor error alarms or no delivery alarms noted. All buttons functioning properly, however, moisture damage noted on keypad traces during visual inspection.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.